Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 1/20/2015 with the following results: unable to duplicate the complaint. Battery cap/cartridge cap were not returned; test caps used to complete testing. Unrelated to the complaint, the battery compartment is cracked from bumper pad to cover. There is corrosion in the battery compartment. Pump fails leak test with battery compartment leak. Removed pump cover; internal moisture observed internal components. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with a 2.0u/hr basal rate. The tdd¿s add up correctly and reflect the user programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The display screen has a pinkish contrast. The keypad is fully intact. All keys are intermittently responding to user presses. Removed the keypad cover; contamination was found under all the key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal history does not match active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.